Event description:
It was reported that the non-device dependent patient suffered from twiddler¿s syndrome. The right atrial and left ventricular leads became dislodged and loss of capture was observed. The patient was asymptomatic to the loss of capture. The leads were explanted and replaced on (B)(6) 2017. The patient was stable post procedure.